Manufacturer narrative:
Investigation is pending.

Event description:
In 2007, a surgeon was implanting a 1 level antcer plate and during insertion of the second screw in the bottom of the plate the swivel (secure ring) popped out. The surgeon removed the original plate and used another plate to complete surgery. Surgery time extended for 2 mins. No pt harm reported.